Event description:
It was reported that a cartridge alarm 20 occurred when the caller did not wait for the prompt during the load process to remove the used cartridge. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), and there was no adverse impact. Technical support educated the caller on proper loading techniques and attempted to assist in loading a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump, planned the delivery of a replacement, and instructed the caller on the necessary steps to store and return the malfunctioning pump.